Manufacturer narrative:
A visual inspection analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the balloon rupture was likely related to circumstances of the procedure. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It is likely that balloon surface material was damaged due to interaction with the calcified lesion resulting in material rupture during the second inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure performed was to treat a restenosis, moderately calcified, heavily tortuous atrioventricular fistula that is 90% stenosed. The 5.0x40mm armada 35 balloon dilatation catheter (bdc) was inflated the first time to 20 atmospheres (atm). During the second inflation, the balloon ruptured at 20 atm. A new 5.0x40mm armada 35 bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.